Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: 1 sample was returned. Bdj confirmed that the needle shield with hub was detached from the barrel. Customer returned photos of a 3/10cc syringe. Customer states that there is hub separation. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing (B)(4) will be notified of this issue. Unable to perform DHR check for needle hub separates due to unknown lot number. Occurrence: unable to perform complaint lot history check for needle hub separates due to unknown lot number. A review of risk management (B)(4) revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: a visual evaluation of photo found (1) syringes with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringes. The needle assembly was not pictured. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "this issue is hub separation reported from an animal clinic. The lot number is unknown but the latest lot number is 9337437. The clinic is unsure whether the lot number of the actual sample is 9337437 or not."